Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Concomitant medical products: 00771100610 ¿ m/l taper femoral stem ¿ 61158129, 00625006535 ¿ bone screw ¿ 61547335, 00877703202 ¿ biolox delta head ¿ unknown lot, 00631005032 ¿ xlpe liners ¿ 61515673. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03521.

Event description:
It was reported that a patient underwent a left hip revision approximately 9 years post implantation and a second revision approximately 1 month later. During the second revision, the acetabular cup was removed due to unknown reasons.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00620205022 shell, lot #unknown; item #00625006535 bone screw, lot #unknown; item #00631005032 liner, lot #unknown; item #00877703202 femoral head, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03521.

Event description:
It was reported that a patient had a revision surgery on their left hip. Subsequently approximately one month post op the patient underwent a second left revision and the stem was removed. The reason for the revision is unknown. Additional information was requested however, none was available.